Event description:
In 2007, the patient was implanted emergently with gore excluder aaa endoprostheses to treat a ruptured mycotic aneurysm. The following month, the devices were explanted during a staged definitive treatment with open surgery. A tube graft was implanted and the patient tolerated the procedure. No further complications have been reported. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please note additional device used: pxa260300.